Event description:
The customer reported issues related to pacing during pt care. The involved pt died, but there is no allegation that the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.